Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used on a procedure performed on (B)(6) 2017. According to the complainant, after deploying two bands, the handle of the device locked; thus, preventing the deployment of the remaining bands. The procedure was not completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device revealed the trip wire was wrapped around the handle post and was placed in the edge of the handle bracket. The handle post and handle bracket had some scratches caused by the trip wire. An examination of the handle assembly found the shank was detached from the handle bracket. The ultrasonic energy directors of the shank and handle bracket were properly melted and the joint appears to have been properly ultrasonically welded. The crimp was present on the trip wire. The trip wire was partially rolled in the handle and there is no evidence that the trip was secured in the handle assembly slot during procedure. The handle could not be rotated due to the trip wire being wrapped around the handle post and being placed in the edge of the handle bracket. The suture was intact and it is attached to the distal trip wire loop. As the ligator head was not returned with the device for analysis, it is unknown if the bands were deployed. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used on a procedure performed on (B)(6) 2017. According to the complainant, after deploying two bands, the handle of the device locked; thus, preventing the deployment of the remaining bands. The procedure was not completed. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.